Event description:
It was reported: "approximately 3 years ago a hemispherical solid back cup and ceramic liner, accolade 3.5 stem and ceramic head were implanted. Approximately 4 months ago the patient fell and may have subluxed / dislocated. It was not reported to the surgeon. About 3 weeks ago the patient had another 'incident' and presented to dr. Wichman (after 3 weeks). The patient walked into the office dislocated. Dr. Wichman replaced the ceramic liner with a trident constrained liner with 22 mm std. Head."